Manufacturer narrative:
It was determined that the battery pack was in need of replacement. The battery pack was replaced and the system tested and found to operating as intended and placed back into service.

Event description:
It was reported that the battery pack of the system 9600 could not hold sufficient charge. There was no adverse pt involvement reported. There was no pt info reported.